Event description:
It was reported that "a white piece dropped out of the cartridge after the first clip was fired." The piece was retrieved. No patient injury. Procedure was not altered or extended.

Manufacturer narrative:
Dvd supplied. When evaluation results are completed, I will file a supplemental report.